Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise that was being oversensed by the respiratory rate trend (rrt) sensor on the right atrial (ra) channel. It was noted the ra impedances have increased intermittently. Additionally, the ICD exhibited premature battery depletion as it went from two and a half years to less than three months. At this time, the ICD and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this implantable cardioverter defibrillator (ICD) and right atrial (ra) exhibited high out-of-range pacing impedances. Additionally, a chest x-ray was performed and confirmed the ra lead had a fracture. Subsequently, the ICD was explanted and replaced successfully and the ra lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Additionally, this device exhibited oversensing of noise generated by the respiratory rate trend sensor that is related to a high impedance condition. The device also exhibited intermittent fluctuations in impedance measurements. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise that was being oversensed by the respiratory rate trend (rrt) sensor on the right atrial (ra) channel. It was noted the ra impedances have increased intermittently. Additionally, the ICD exhibited premature battery depletion as it went from two and a half years to less than three months. At this time, the ICD and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise that was being oversensed by the respiratory rate trend (rrt) sensor on the right atrial (ra) channel. It was noted the ra impedances have increased intermittently. Additionally, the ICD exhibited premature battery depletion as it went from two and a half years to less than three months. At this time, the ICD and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this implantable cardioverter defibrillator (ICD) and right atrial (ra) exhibited high out-of-range pacing impedances. Additionally, a chest x-ray was performed and confirmed the ra lead had a fracture. Subsequently, the ICD was explanted and replaced successfully and the ra lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.